Event description:
It was reported that the pt had prolo therapy (B) (6) 2009 and beginning in (B) (6) 2009, the stimulation sensation began cutting in and out. The pt also experienced high impedances (>3600) that appear on a different electrode every time the test is rerun. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).